Event description:
A malfunction alarm identified as malf 1 was reported by the customer, and there was no adverse impact on the customer's blood glucose level. The customer was advised by technical support to return the malfunctioning pump, which was within warranty, to tandem using a pre-paid label, and a replacement pump was sent. Technical support provided guidance on storage mode and instructed the customer on programming their settings and connecting their continuous glucose monitor to the new pump. The customer was informed of the need to use multiple daily injections as a backup therapy during this process.